Event description:
A (B)(6) male pt called zoll customer support to report that his battery was showing a problem in his charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery fault) was confirmed. Upon investigation the battery pack would not function in the battery charger but was able to power up a monitor. The battery output voltage was only 11.4v, and the battery pack was unable to communicate. The battery pack has been sent back to the supplier for root cause analysis. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.